Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed failed battery test and the bolus button was unresponsive. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Failed battery test alarm troubleshooting was not completed due to insulin is being replaced for keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly noted. Pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the specification range. The device was monitored and tested with no failed battery test noted. No moisture damage on electronics and motor assembly noted.